Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2014 with the following findings: on examination, the audio bolus button cover was found to be torn and was unresponsive when tested. The audio bolus button cover was removed for investigation and revealed evidence of moisture around the button contact components. The pump failed a leak test due to leakage at the damaged audio bolus button. The pump was opened for investigation and did not reveal any evidence of internal moisture ingress. Unrelated to the original complaint, the battery compartment was noted to be cracked below the bumper pad and the display was dim, faded and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tctl cng prior dmg w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.